Event description:
It was reported that customer experienced insulin gauge discrepancy on device. There was no reported adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.